Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was intermittently unresponsive and had a delayed response to button presses. It was reported that the rubber keypad cover feels "thin" over the ok button and the symbols on the up arrow, down arrow and ok buttons were worn. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact with no peeling or damage observed. All keypad button symbols were found to be worn. Evaluation revealed that the ok and contrast keys were intermittently unresponsive. During testing the up arrow and down arrow keys responded to button presses as expected. The keypad was removed and evidence of keypad contamination was found under the contrast contact button. The keys did not have exceptional tactile spring back or click. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.